Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject coil was stretched at the distal part upon deployment, and it could not be advance or retrieved inside the microcatheter. The physician applied force to remove the coil (subject device) but the main coil was fractured and was left inside the anatomy. A snare was used to retrieve the fragment but removal was not successful. There was a 40 mins delay during the procedure to remove the coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure coil stretched upon attempted deployment into aneurysm. Microcatheter and coil would not advance forward or backward. Physician was forced to remove microcatheter and leave coil tail in patient. Additional information provided by the customer indicated that there was surgical delay of 40 minutes. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, the subject coil was stretched at the distal part upon deployment, and it could not be advance or retrieved inside the microcatheter. The physician applied force to remove the coil (subject device) but the main coil was fractured and was left inside the anatomy. A snare was used to retrieve the fragment but removal was not successful. There was a 40 mins delay during the procedure to remove the coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.